Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that when the vision stent delivery system (sds) was removed from the coil, there was no stent on the balloon. The stent had dislodged in the coil. There was no pt involvement. A new vision sds was used with success. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4).